Event description:
Device was exhibiting a compression to ventilation ratio of 4:1 to 6:1.

Manufacturer narrative:
Failure of device directly attributable to lack of maintenance. Unit was manufactured in december of 1994 and no record on file of any recommended 5 or 10 year service found. Symptom indicates worn ratchets on programmer component which is recommended to be replaced at 10 year interval.